Event description:
A distributor in sweden reported a cartridge alarm issue with a pump during insulin delivery, specifically alarm 20, while the pump was still under warranty. Despite attempts to resolve the issue by loading a new cartridge, the alarm recurred, preventing the resumption of insulin therapy. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support assisted by confirming the shipping address, instructing the customer to put the pump into storage mode, and arranging for a replacement pump to be sent. The customer agreed to return the malfunctioning pump using a pre-paid label provided by tandem.